Manufacturer narrative:
The t:slim basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. Per tandem¿s t:slim  with control-iq user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site, and up to 20 units of insulin was delivered to the customer. The customer¿s blood glucose (bg) level lowered to 67 mg/dl customer consumed glucose tablets and called the emergency room (ER) for assistance. Reportedly, the customer did not receive treatment from ER. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer added insulin to the cartridge outside of the load sequence. Tandem's technical support educated customer on cartridge labeling. In addition, it was reported that the cartridge was leaking at the septum. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.